Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When the customer used three ff491t for fixation of cranail bone in surgery, two upper disk of ff491t came off. Primary surgery was on (B)(6) 2015 and revision surgery unknown.

Manufacturer narrative:
Investigation: used test and analysis equipment, -keyence-vhx 600 d microscope, -panasonic dmc tz8 digital camera. We made a visual inspection of the cutting edges of the pin. It was clear to see that the pins were not cut correctly. The pin of implant "a" was cut skewed and underneath the last fixation rim, so a fixation of the upper disc is not more possible. The pin of implant "b" was cut extremely skewed and through two fixation rims. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the IFU contains clear guidelines for inserting the implant and cutting the pin. The risk of coming off the pin during incorrect handling is mentioned. No CAPA is necessary.